Manufacturer narrative:
This report is submitted on february 8, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site (date not reported). The infection was treated with oral antibiotics (date and duration not reported). The patient was placed under general anaesthesia on (B)(6) 2021, for skin revision and abutment removal.